Event description:
It was reported that iui connectors observed with corrosion, rib damage and misaligned pins. No products available for investigation. This issue was observed by bd representative during site visit. There was no patient involvement. No further information available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.